Manufacturer narrative:
Impact code: (B)(6). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii was used in the bile duct during a cholangisocopy procedure performed on (B)(6) 2022. During the procedure, the image of the spyscope ds ii was lost when it was inserted through the duodenoscope approximately 2 minutes into the procedure. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.